Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg pocket site had reopened and had a pinhole-sized opening. There are currently no signs of infection. Patient was administered oral antibiotics as a prophylactic by their physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.